Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered a message, possible high voltage lead issue. Upon review of the episodes, it was observed that the impedance was 0 ohms. Multiple shocks were delivered without terminating the patient's arrhythmia. An insulation break was suspected. The lead was capped.